Event description:
The device was placed, but a kub was not done to confirm placement. Four to six hrs later the pt coded, and may have aspirated stomach contents. A chest x-ray showed the feeding tube in the left lung. The feeding tube placement had been verified by auscultation only. The pt expired. Nothing had been fed through the feeding tube. The cause of death was aspiration. There had been no complications immediately following the intubation of the lung. One pt involved.